Event description:
Symptoms/ae: failure to achieve hemostasis. Time of device malfunction: during vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment bleeding continued. A c-clamp was applied for ten minutes to achieve hemostasis. The physician stated the device functioned as intended and the bleeding was the result of the pt having been anticoagulated with angiomax. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.